Event description:
Ous MDR - this ra lead had dislodged. The physician was going to reposition it, but it was pulled to hard while still connected to the header. This lead was explanted.

Manufacturer narrative:
The ICD and the lead under complaint were received for analysis. A biotronik torque wrench was also returned with these devices. The visual inspection revealed that, upon receipt, the lead was still inserted into the is-1 ra bore of the ICD header. A set screw not belonging to a biotronik generator was attached to the torque wrench. Therefore, it is reasonable to assume that the set screw belongs to a competitive device. The header of the ICD was visually inspected. The set screws of the biotronik ICD were found to be present in the header as specified. Furthermore, the atrial sealing plug and set screw were found to be damaged indicating that the torque wrench with the clamped set screw was used to disconnect the atrial lead. No other peculiarities were observed during the inspection of the ICD header. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction. The lead was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed that the silicone immediately distal to the is-1 connector pin was severed, consistent with the observation reported in the complaint description. This damage most likely occurred due to mechanical forces applied during the explantation procedure. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified.